Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes additional information not available/included in the initial report. Additional information: g6 - type of report - noted as follow-up #1 h2 - type of follow-up - noted for additional information h6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 255). The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. CAPA-22-0009 has been initiated for damaged haptics complaints.

Event description:
Event occurred in japan. Pmma which was a part of the trailing haptic had gone after iol insertion and removed the pmma which was got caught on incisional wounds. There was no problem for the centering just after the operation. The condition was going to be followed up whether it would deviate ore not and the iol was not explanted at the operation. The eye sight was on planned on an eye test on (B)(6) and also there was no problem with the centering. Required the possible of the cause and a picture or something for the state of the exterior when pmma of the trailing haptic was ruptured. Problem code: (B)(6) - material split, cut or torn

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Damaged haptic after implantation is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). 255: pkg-19-317 00 en2.ms2.254255.20190501(t)_254, 255. Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in japan. Pmma which was a part of the trailing haptic had gone after iol insertion and removed the pmma which was got caught on incisional wounds. There was no problem for the centering just after the operation. The condition was going to be followed up whether it would deviate ore not and the iol was not explanted at the operation. The eye sight was on planned on an eye test on (B)(6) and also there was no problem with the centering. Required the possible of the cause and a picture or something for the state of the exterior when pmma of the trailing haptic was ruptured. Problem code: a0414 - material split, cut or torn.